Event description:
Pt developed severe pruritic symptoms and spasticity after being successfully treated for spasticity since intrathecal baclofen (itb) treatment with pump placement. Apparent catheter failure, although rptr could not confirm where the "kink" may be. Only able to access cerebrospinal fluid from lateral port with position change to laying from sitting.